Event description:
A cartridge change error was reported due to the caller forgetting to load a new cartridge during the load cartridge process. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to load a new cartridge, which the caller did successfully, allowing them to resume insulin delivery and resolve the issue.